Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch y6370 and straumann bone ceramic, bone ceramic, 0.5-1.0mm, 0.5g, article 070.204 batch y0113. Clinician reports on (B)(6) 2010 after using membragel and straumann bone ceramic, the pt did not have any pain but massive swelling. Infection was treated with unk.

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.